Event description:
On (B)(6) 2014 the distributor contacted animas alleging that the pump¿s display screen as blank. The distributor confirmed that the pump¿s audible tones were still functioning. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with a blank display and functional auditory and vibratory features. The pump was opened to investigation, and the display screen was found to be cracked. The broken screen was replaced with a test screen, and the test screen functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.